Event description:
Md attempted perclose. Sutures failed to deploy. Unable to withdraw perclose device without use of excessive force risking arterial damage. Unable to deploy wire. Required cut down on the femoral artery for extraction of the device with localized endarterectomy of the common femoral and proximal deep femoral arteries with bovine patch angioplasty. FDA safety report ID# (B)(4).